Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the b30 error was caused by damage to the charged coupled device unit, the image had noise and lost the image during angulation in the up/down directions due to a cut on the charged coupled device cable, there was an e216 error due to damage on the charged coupled device unit, the adhesive on the bending section rubber was chipped, and the bending section could not be fixed due to wear of the forceps elevator lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a b30 scope error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the root cause could not be determined. It is likely the e216 error was caused by a defect of the image sensor unit. In addition, the b30 error and image disappearance during angulation were likely caused by one of the following: a defective image sensor unit, a failure of the internal circuit board in the video connector, or a system failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: event date and event description.

Event description:
The issue was found during inspection prior to an unknown therapeutic procedure. The procedure was completed with a similar device.